Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient had an rf ablation on (B)(6) 2020 where the device was not placed in surgery mode. Patient received an error message and was unable to communicate with the ipg. Abbott representative met with the patient and was able to restore the ipg.